Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract procedure, the phacoemulsification handpiece had weaker suction than compared to another one. The physician added that either it does not oscillate the shearing plane of the cataract or it does not aspirate and perform vacuum. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The date reported on the initial report was incorrect. The correct date is 8/9/2017. The manufacturer internal reference number is: (B)(4).